Event description:
..

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed. Analysis results revealed that the helix was disengaged from the helical channel. Blood/body fluid was present on the distal conductor (not obstructed), as well as in/on the helix mechanism and its sleeve head. The defib conductor was distorted and the inner tubing was kinked/buckled. The tip seal was observed to be out of position. The device is part of the advisory for this model.

Event description:
It was reported that during the implant procedure it was not possible to extend the screw mechanism. The lead was not implanted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available. The device is part of the advisory for this model.